Event description:
It is reported that the pt received an acetabular cup, right, and is monitored due to pain and loosening.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received fro the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this cause is related to the issues for which zimmer implemented a correction in july 2008. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).